Event description:
It was reported that during a procedure using a quantum 2 controller, when the wand was connected to the console there was a foreign sound and odor coming from the unit. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient injuries reported as a result of this event.

Manufacturer narrative:
Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Potential factors unrelated to the manufacturing or design of the device which could have contributed to the reported event includes: ensure that the exhaust fan located at the rear of the controller is not obstructed to avoid overheating and any burning odors, ensure that the device is only connected to supply mains with protective earth to avoid electric shock, or there may have been a power surge to the controller that could have caused internal component damage such as a blown fuse which could have caused a shock and/or burning smell. There are no indications to suggest the device did not meet product specifications upon release into distribution.